Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, the device had failed with a suture malfunction. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: it was reported that after a diagnostic procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture retrieval, a suture malfunction occurred causing a device deployment failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed as the analysis of the returned device indicated that the posterior cuff detached from the posterior needle, which would subsequently result in a failure to retrieve the suture as reported. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.